Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, they were treating the patient for a bleeding duodenal ulcer. The clip was placed on to the tissue however, the clip would not release from the catheter. The physician tried to get the clip to release and when the clip released, it fell into the patient in a closed position. It was reported that the clip was not retrieved. In addition, this event did not cause any tissue damage or bleeding. The case was completed with another resolution ii clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.